Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about getting motion sensor test failure alarm. Customer's blood glucose was 135mg/dl. Customer was assisted with troubleshooting and was advised to refer back-up plan, per health care professional's instructions. The insulin pump will be returned for analysis and a replacement pump will be sent.